Event description:
The customer contacted beckman coulter inc. To report discrepant low platelet (plt) result without instrument generated flags for plt was obtained for one specific patient sample on the unicel dxh 800 coulter cellular analysis system. A 'left shift' differential suspect message and l flags for rbc, hgb, and hct were generated. The plt count was incorrectly reported as normal at 219,000. The erroneous results were reported out of the laboratory; however, no death, injury or change to patient treatment. Patient data are attached. Sample collection information was not provided, however the sample was analyzed within 20 minutes of draw. The customer noted that specimen was clotted. Previously run samples were rerun to confirm accurate back to the last acceptable control run. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). The controls analyzed before and after the incident recovered within acceptable limits. On (B)(4) 2012 a field service engineer (fse) was dispatched and found no issues with the rbc bath or sweep flow lines. Unrelated to the plt issue he observed some distortion in the multi-transducer module (mtm) histograms and performed an mtm alignment and a whole blood calibration. A repeatability test was run which yielded a cv% for plt within specifications. Since there was no one available to review the discrepant patient results for the march 8 sample, service was set up to follow-up with the supervisor the following week. The fse returned on (B)(4) 2012 and verified blood detectors were working properly and repeatability was recovering within specifications. All levels of beckman control run and recovered within expected ranges. Per fse, on (B)(6) 2012, the patient is often seen at the hospital and based on results history obtained from the dxh 800 database seems to have a history of a high platelet count (> 500,000 on 90% of runs in the past 2 months). The tech that handled the patient sample analyzed on (B)(6) stated that there was a clot completely stuck in the bottom of the tube. It is unknown if this was due to the sample draw or a patient specific tendency toward clotting in the specimen tube. This laboratory seems to receive and run a lot of clotted samples on the analyzer which also presents as aperture voteouts on both analyzers. The fse performed blood detector verification which was within limits and a repeatability test which recovered within specifications for all cbc parameters. Raw data was collected and analysis is pending. The cause for the discrepant result is the specimen was clotted.